Event description:
It was reported that multiple non-sustained lead noise alerts were observed via a (B)(6) transmission. Non-sustained lead noise episodes were triggered due to pseudopseudofusion of atrial-paced events over intrin sic r-waves, resulting in functional loss of capture of subsequent ventricular-paced events. Additionally there was intermittent undersensing on the discriminator channel. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.